Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. Additionally, the battery longevity changed from 11 months remaining to 1.5 years in approximately six months. The 1.5 years remaining had been recorded approximately two months prior. Technical services (ts) was consulted and suggested replacing the device if there was no magnet response and if the device was unable to be interrogated. It was also noted there were no apparent pacing spikes on external monitoring. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.